Event description:
It was reported that there were moments where it did not stimulate; tried two more and both "failed" identically.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. Concomitant devices: 8562010 stimulator 8562010, vari-stim iii 10pk, lot 0207462066, manufactured september 24, 2013 use before september 24, 2015 8562010, stimulator 8562010 vari-stim iii 10pk, lot 0207314681, manufactured august 19, 2013 use before august 19, 2015. (B)(4): product evaluation: no analysis available; device discarded by facility. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.